Event description:
Physician reported left side implant rupture diagnosed via MRI, with "pain, shape disfiguration and softening in the breast". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification). Pain: unable to observe as it is not related to the device. Deformation: no observed. Visibility/palpability: unable to observe as it is not related to the device.

Event description:
Physician reported left side implant rupture diagnosed via MRI, with "pain, shape disfiguration and softening in the breast". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Manufacturer narrative:
Corrected data: the following analysis of device photo's should have been included in the initial medwatch submission. Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: deformation: not observed deformation since the device is rupture. Pain: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported left side implant rupture diagnosed via MRI, with "pain, shape disfiguration and softening in the breast". The device has been explanted and replaced with another manufacturer's device.